Manufacturer narrative:
The customer informed the remote service engineer (rse) that the device was repaired. Further case information regarding the repair and whether the device passed the required performance verification tests per philips standard and was returned to service is still pending, and this investigation is still ongoing.

Manufacturer narrative:
Following the central processing unit (cpu) printed circuit board assembly (pcba) replacement, the customer ordered and installed the replacement data acquisition (da) to motor controller (mc) cable, da pcba, and mc pcba, but the issue persisted. The customer then placed another order for the replacement mc pcba. This investigation is still ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called technical support again to inform that the issue remained after the central processing unit (cpu) printed circuit board assembly (pcba) replacement was performed as the vent info screen for the blower controller was still not showing. The rse reminded the bme to provide the serial number of the new cpu pcba to get the encryption code to turn the software options back on. Furthermore, the bme noted that the next part to be replaced will be the motor controller (mc) pcba. This investigation is still ongoing.

Manufacturer narrative:
As of 25mar2026, the replacement motor controller (mc) printed circuit board assembly (pcba) was delivered. Further case information regarding the repair and operational status is still pending, and this investigation is still ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating a serial peripheral interface (spi) bus failure. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report a serial peripheral interface (spi) bus failure. The customer noted that the part number and serial number listed on the ventilator information screen for the blower controller (motor controller (mc) printed circuit board assembly (pcba)) were displayed as "y"s. The remote service engineer (rse) reviewed the event log, found that the 1007, 111b, 1127, 1118, 110e, and 110f error codes were logged, and advised the customer to replace the mc pcba for repair; however, after replacing the mc pcba, the customer informed the rse that the issue remained. The rse then advised the customer to replace the central processing unit (cpu) pcba, provided the customer with the part number of the replacement cpu pcba, and informed the customer that the installation will also include reprogramming the serial number, operating hours, and software options. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2026 to try to obtain further case information regarding the repair; however, no response was received. Based on the v60 service manual, the replacement mc pcba should resolve the issue. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.